Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing resulting in false tachycardia and atrial fibrillation (af) episodes alert. Additionally, the icm was noted to exhibit undersensing due to loss of contact. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the insertable cardiac monitor (icm) did not exhibit episodes of electromagnetic interference (emi) oversensing, it was true ventricular tachycardia (vt) and that the episodes of under-sensing due to loss of contact noted is suspected to be due to the patient passing. The patient condition is suspected to be deceased due to unrelated reasons.